Manufacturer narrative:
Result: worn lift motor coupler. Missing motion interrupt pan.

Event description:
It was reported by service report that the head lift was stuck in high height position, and the motion interrupt pan was missing. No pt involvement or adverse consequences were reported.